Manufacturer narrative:
When I receive the engineer's investigation report, I will file a supplemental report.

Event description:
It was reported that "when using the applier, the clips fell into the patient."